Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that approximately one year and five months after the index procedure a proximal type I endoleak was observed. The patient received treatment. The physician implanted an endurant aortic cuff and snorkeled both renal arteries with endoprosthesis from another manufacturer. The proximal type I endoleak was resolved. Per the physician, the cause of the proximal type I endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.